Event description:
The account reported that the brake casters will lock into the brake position, but will still move side to side. The bed was located in the patient room at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The account stated that it was transferring a patient onto the bed and the bed moved. There was no injury due to the bed movement. The account stated that it took the brake caster off the bed and it will not lock into place. Hill-rom technical support gave the account the head end and foot end brake caster numbers. A search of the hill-rom maintenance records did not show that hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on its beds. No further info is available on the repair of the bed at this time; however, the investigation is ongoing. If any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.